Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from major pulmonary excision surgery: right upper lobectomy, an abnormally large and prolonged bulging was noted. Hospitalization was extended by 4 days.